Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that one infusion set was kinked. The patient noticed the symptoms three or more hours after insertion. The set was in use for a day and was inserted in abdomen. The patient's blood glucose was high and was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.